Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was returned for evaluation. The investigation is confirmed for deformation problem and inconclusive for failure to advance. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code for the titanium low-profile implantable port, groshong single-lumen, 8f is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implantable port allegedly experienced failure to advance and deformation due to compressive stress. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.